Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the basal rates needed to be changed. Assisted customer changing basal rates. It was reported that the customer is currently in the hospice and wife stated he may not make it through the night. Health care provider has advised due to the situation the basal rates changed. No further information provided.